Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be product-related. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported problem. The fse test drove the system without issue. The fse reviewed the system logs and noted several instances of error 650 occurred. This error would have rendered the foot pedal nonfunctional until it was cleared, which may have caused the stapler to not clamp. It is also possible that the stapler was defective. The error did not return after the system was power cycled. The system was tested and verified as ready for use. A follow-up MDR will be submitted if additional information is obtained. A log review was performed and shows there were two sleeve gastrectomy procedures that took place on (B)(6) 2022 on system (B)(4) by the same surgeon that used sureform stapler 60 instruments. As of the date of this report, no RMA has been created for either instrument. At this time, it is unknown which instrument was involved in the reported event. Sureform stapler 60 (part# 480460-09 / lot# t93211220-0166) shows no subsequent uses after 14-apr-2022 date. The alleged event occurred on the 4th use of the instrument. Sureform stapler 60 (part# 480460-09 / lot# t92211221-0210) shows the instrument still has 12 full lives left. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by the isi field service engineer (fse) when the fse was onsite. Investigation revealed error 650 (communication issue with the pedal sensor in the foot tray) occurred during the surgical procedure. This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer was having issues with the sureform stapler 60 due to the foot pedals not functioning correctly. The customer replaced the sureform stapler 60 instrument with a laparoscopic stapler, but had to increase the port size incision to complete the task.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) observed that the sureform stapler 60 instrument installed on universal surgical manipulator (usm) 1, performed four successful fires. On the fifth fire, the stapler would not clamp. Prior to calling isi technical support, the customer proceeded with the last staple fire using a third party laparoscopic stapler and completed the case. The system logs were not available at the time. The isi technical service engineer (tse) recommended the customer return the sureform stapler 60 instrument for analysis. The procedure was completed with no reported injury. On 15-apr-2022, isi followed up with the initial reporter and obtained the following additional information: the csr, who was present during the procedure, explained that the surgeon had issues using the pedals to fire/clamp a sureform stapler 60 instrument. The exact issue that the surgeon experienced was unspecified. The csr explained that this required the staff to remove the sureform stapler 60 instrument and to enlarge the port incision to insert a laparoscopic stapler to complete the procedure. The csr explained that the site was unable to use the pedals, so operations such as swapping arms, and activating energy were unavailable. The csr stated the surgeon was able to continue the procedure by removing the instrument from usm4. After removing the instrument, usm #4 was undocked and was not used for the remainder of the procedure. On 20-apr 2022, isi followed up with the hospital's robotics coordinator and obtained the following additional information: the customer stated that the surgeon only had problems with arm 4, not all of the arms. It was unknown when the arm issue started. The customer noted that the surgeon was able to use the arm prior to the issue as well as after the issue occurred. The customer stated that a csr had shut off and rebooted the system during the procedure and the pedal/arm issue was resolved. The customer indicated they thought the issue was with the pedals and explained there have been other issues including the pedals not functioning with the cautery. In the same procedure, the surgeon had issues with the sureform not firing. The issue had occurred about an hour and a half into the procedure. The customer was not aware of the surgeon having to use a laparoscopic instrument to resolve the issue. The customer stated that the surgeon did not need to place any additional sutures or clamps on the unspecified body structure. The customer stated there was a little bleeding, but it was controlled and was less than 750 ml. The source of the bleeding was not provided. The customer believed the sureform stapler 60 instrument will be returned.